Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further specified as "t hospital care providers did not cap the patient's pd catheter, did not wear masks and did not wash hands during pd treatment setup". On an unreported date, the patient was treated with vancomycin (2000 mg, every 5 days for three weeks, intraperitoneal) for peritonitis. The patient was discharged one day after being hospitalized. At the time of this report, the patient was recovering from the event while remaining asymptomatic and continues pd therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.